Event description:
Device 4 of 4. Reference MFR report(s): 1627487-2017-00877, 1627487-2017-00878, 1627487-2017-00879. Follow up identified the issue persisted. Subsequently, surgical intervention was taken on (B)(6) 2017 and the lead was repositioned. The physician also added swift-lock anchors to better stabilize the leads at the neck insertion site.

Event description:
Device 4 of 4: reference MFR report(s): 1627487-2017-00877, 1627487-2017-00878, 1627487-2017-00879. Follow up identified the reported issue has been resolved.

Manufacturer narrative:
(B)(4).

Event description:
Device 4 of 4. Reference MFR report(s): 1627487-2017-00877, 1627487-2017-00878, 1627487-2017-00879. The patient received four peripheral (off-label) leads. It was reported the patient underwent a procedure to revise her scs leads on (B)(6) 2017. Reportedly, the patient had scar tissue forming on the leads which caused a tugging sensation.